Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 10, 2023.

Manufacturer narrative:
This report is submitted on march, 28 2023.

Manufacturer narrative:
This report is submitted on january 31, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.